Event description:
It was reported that the continuous glucose monitor signal was lost to the ilet while the dexcom g7 app continued to display data, and the pump showed no alarms until the sensor reconnected after disabling bluetooth on the phone, after which both the pump and the app functioned as expected and the pump firmware was confirmed current. Symptoms included no reported adverse physiological effects and blood glucose remained in range. Outcomes included no clinical intervention and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed successful reconnection after removing potential bluetooth interference and normal device function post-reconnection. It was concluded that the event was consistent with a temporary communication disruption between the cgm and the ilet without patient harm.